Event description:
It was reported that insulin gauge on pump displayed amount different than expected, initially showing 0 units when caller expected 200 units. There was no reported impact to the customer¿s blood glucose level. Caller confirmed proper loading steps, had no pump alarms, and worked with technical support to reload same cartridge and deliver test bolus while disconnected, after which displayed fill estimate closely matched expected amount and issue was resolved.